Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a ¿175¿ manually canceled bolus warning is observed on (B)(6) 2014 leading to a delivery of 4u out of 5u, and other 4u bolus was canceled due a ¿loss of prime¿ warning occurring at the same time at 6:10pm. The total daily dose adds up correctly and reflects the daily total doses. The display is dim and pinkish. Advanced boluses were performed and recorded correctly in the bolus history at the correct time and order during the investigation. The keypad is undamaged and fully responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.